Event description:
It was reported that balloon rupture occurred. A 5.0mm x 40mm x 75cm mustang¿ balloon catheter was advanced to dilate the heavily calcified right popliteal artery. Upon first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned to manufacturer. No issues were noted with the tip section of the device. A microscopic examination of the balloon found a pinhole in the balloon material. The pinhole was located in the mid-section of the balloon. When an attempt was made to inflate the balloon liquid leaked out through the pinhole site. No issues were identified with the balloon material which could potentially have contributed to the pinhole. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0mm x 40mm x 75cm mustang¿ balloon catheter was advanced to dilate the heavily calcified right popliteal artery. Upon first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).